Manufacturer narrative:
Technician found bed in basement repair shop. Head hi/low was drifting. Replaced hydraulic manifold to resolve this issue.

Event description:
Complaint alleged that the head hi/low was drifting, no injury alleged.